Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self test. Customer¿s blood glucose was 83 mg/dl. Customer stated that the insulin pump had recurring insulin flow blocked alarm due to site, set or reservoir issues. The insulin pump will not be returned for the analysis.